Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that prior to the start of a total knee surgery, it was discovered that the saw blade device would not attach to the hand piece device. It was reported that the patient was in the room. However, the device was not being used on the patient at the time of the event. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device did not secure the saw blade devices. It was further determined that the set screw was damaged and the threads had come off. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.